Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel/replace belt" messages, belt connection issues, service code 107 (multiple abnormal shutdowns), gel leak) has been confirmed. Upon investigation the front therapy electrode was pulled from ECG a, b and front therapy electrode cable, damaging the wires. Additionally the rear 2 therapy electrode deployed due to shorted exposed wires. The root cause for pulled therapy electrode and shorted wires was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a "add gel/ replace belt" messages, service code 107 (multiple abnormal shutdowns), belt connection issues and gel coming from a therapy electrode.